Event description:
It was initially reported by the physician that he couldn't interrogate the patient's generator and suspected that it is at end of service. However, the end of service allegation was ruled out since the surgeon could interrogate the generator and found that it was not at end-of-service. Good faith attempts to obtain additional information on the interrogation problem has been unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.